Event description:
Related manufacturer reference number: 2017865-2022-05365. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed a complaint of a false high ventricular rate due to oversensing on the right ventricular (rv) lead, the pacemaker. Functional under sensing was also noted on the pacemaker only. No changes or interventions were performed. The patient condition was stable.